Manufacturer narrative:
Concomitant medical products: product ID 39286-65, lot# /serial# (B)(6), implanted: (B)(6) 2014, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that during their implant surgery it was discovered that their existing leads that were left in from their last implant were frayed/broken and corroded at the connection point and the surgeon could not fully insert the leads into the new implant. Pt stated that during the procedure, the surgeon and rep, were debating on whether or not to close the patient up with the new implant or not and ended doing so. Additional information was rec'd from rep. It was reported that after replacement, there were four contacts with impedance less than 40k but greater that 30k on which they rec¿d amber message to avoid. Specifically, avoid 9 (&) 10 and the range 25540, if contact 10 is use it shows 40k. If 14 and 15 is used. If not using these ¿avoid¿ contacts, the impedances are normal. These four contacts are not used for patient¿s programming. Rep stated there was no lead break/fraying or corrosion noted. Only the lead appeared to be swollen was noted and reported at the time. Rep had no further information.

Manufacturer narrative:
Correction 6: added device code a26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #:(B)(4), ubd: 16-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer representative that during a scheduled battery replacement the existing lead would not come out of 8-15 channel. The healthcare provider (hcp) completely removed the set screws and pulled until it finally came out. Then the lead would not fit into the new battery so an extension was tried and the lead would not fit in it either. The hcp pushed until it went in and there were 4 good contacts 8, 11,11,13. No patient symptoms reported. Rep reported that lead was inserted directly into ins - but unable to put all the way in - lead almost appeared ¿swollen¿. Able to fit it in enough to get 4 good electrodes of the 8. Lead was not fully inserted. The cause was unknown. The other contacts did not resolve. Programmed the patient with the functioning electrodes. Rep clarified contacts good contacts were 8, 11,12,13.